Event description:
A mix-up of sample ID to pt data occurred due to work at the lab info system ((B)(4)). The sample rack was loaded with 4 samples. For one sample there was no order available. The sample rack was un- and re-loaded. Now orders for all four samples were available and the run was started. After the run ended, the customer discovered that the sample ID from one pt had been mixed up with pt data of another pt. The instrument specific data were reviewed and compared to a similar error on the same tango (MFR report no. 9610824-2011-00112). Due to the mix-up of sample and pt data after re-loading, tango informed the lab info system that there was an inconsistence. The new order was declined. The lab info system that sent false pt data for one sample could be clearly identified as the reason for this mix-up of pt data.